Event description:
Additional info received from MFR on 03/17/1998: the device involved in this incident was destroyed, therfore testing was not possible. A review of co. Complaint database indicates this to be an isolated incident. Per the distributor the cane has been switched out 3 or 4 times due to user misuse.